Manufacturer narrative:
(B)(4). Additional product code: hwc. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Part number: 456.318s, lot number: 7937914, raw material number: 7790624: manufacture date: 06 march 2015. Expiration date: 31 january 2024. A review of depuy synthes (B)(4) device history records for manufacturing revealed no issues. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against user facility medwatch number (B)(4), a copy is attached. The only information contained in this report is correction or additional information. This is report 1 of 2 for (B)(4).